Event description:
It was reported that during implant procedure, patient's right ventricular (rv) lead exhibited high threshold and high, out of range pacing impedance. The lead was not used and the alternate lead was used on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported events of high threshold and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.